Event description:
It was reported that the right atrial and right ventricular leads were undersensing. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead in segments was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed) the helix was distorted/bent, there was blood in/on the helix mechanism, and there was apparent explant damage. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, ther outer insulation had a white substance, there was blood in/on the helix mechanism, and there was apparent explant damage.